Event description:
It was reported that during a trochanteric fixation nail (tfn), the aiming insertion handle caused the guide wire/helical blade to become misguided during insertion. The surgeon was able to complete the procedure without any adverse effect on patient. This is 2 of 2 reports for event (B)(4).

Manufacturer narrative:
Product development event evaluation reveals, the sample was received without observable damage or issues. The nut was assembled to the blade guide sleeve and spun freely up and down the length of the sleeve. The returned parts were assembled with the mating instruments and implants the aligned and functioned properly. The helical blade aligned and went through the nail as intended. The complaint condition could not be replicated. The mating parts included nail connecting screw, insert handle, aiming arm, helical blade inserter, helical blade coupling screw, and helical blade. The complaint condition could not be replicated and therefore this complaint is considered invalid. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).